Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient arrived at the emergency room with high pacing thresholds on the right ventricular (rv) lead and an imbalance of electrolyte levels. Cardiac computed tomography (CT) scan found the lead had perforated. The patient underwent surgical intervention to try to remove the lead but removal difficulties were encountered. The lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.